Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is that the performance of a consumable deteriorated as the number of usages increased. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the pump head was ageing (damaged) resulting in no water output. The issue occurred prior to sedation for the gastroscopy therapeutic procedure. The intended procedure was competed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported the pump head was ageing (damaged) resulting in no water output. The issue occurred prior to sedation for the gastroscopy therapeutic procedure. The intended procedure was competed using a similar device. There was no patient impact, no harm reported due to the event.